Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose level was recorded as high. Customer changed infusion set and cartridge to address alarm and elevated bg. Customer resumed pump therapy.